Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges were unable to be loaded onto the pump. During troubleshooting with tandem technical support, the customer was able to successfully load a different cartridge onto the pump. There was no reported impact to the customer's blood glucose level.